Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field installation of the device, the field svc rep (fsr) reported that the electronic pt gas sys (epgs) failed to calibrate. The oxygen (o2) sensor was replaced at the user facility by the fsr. There was no pt involvement. Investigation in process, but not yet completed.